Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, the plaintiff had two essure coils implanted in her body. After the implant procedure, she began to gradually experience increasingly painful periods and heavier than natural bleeding. Further, she began experience debilitating migraine headaches, indicative of an allergic reaction to the devices. During this period, the plaintiff was not able to definitively ascertain the origins of pains and bleeding. On (B)(6) 2016, she decided to seek a definitive solution to problem and underwent a total abdominal hysterectomy and bilateral salpingectomy. Follow-up received on 12-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pain and heavier than natural bleeding, then around 4 years after placement she underwent hysterectomy and bilateral salpingectomy. Both serious events due to medical importance and listed in essure's reference safety information. After essure's insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff experienced pain (sees as pelvic pain) and heavier than natural bleeding and the plaintiff was not able to definitively ascertain the origins of pains and bleeding. Considering the nature of the events causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), device breakage ('device breakage') and genital haemorrhage ('heavier than natural bleeding') in a 27-year-old female patient who had essure (batch no. 58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included numbness of upper extremities, cervical vertebra injury, spinal column stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of feet, radicular syndrome, c-section and sexually transmitted disease (currently sexually active, with men, total number of male sex partners in life: 5-10.). Concomitant products included hydrocodone, ibuprofen and paracetamol (tylenol). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), allergy to metals ("nickel allergy") and ovarian cyst ("follicle in left ovary"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain lower had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device allergy, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was inserted into each tubal ostia and deployed without difficulty. There were 3 coils noted on the right and 4 on the left. The instruments were removed and hemostasis assured.discrepancy in essure removal date. Previously reported as jan 2016 concerning the injuries reported in this case, the following ones were described: bilateral hand numbness, multiple disc injury, spinal steosis, cervicitis, asthama, deepression, anxiety, headache, temporomandubular joint syndrme, neck pain, foot pain, arhralgia, fever, swelling of foot, lumbar radicular syndrome, c-section, sexually transmitted disease & confirmed: pelvic pain, abdominal pain, irregular periods in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event follicle in left ovary was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), device breakage ('device breakage') and genital haemorrhage ('heavier than natural bleeding') in a 27-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included numbness of upper extremities, cervical vertebra injury, spinal column stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of feet, radicular syndrome, c-section and sexually transmitted disease (currently sexually active, with men, total number of male sex partners in life: 5-10.). Concomitant products included hydrocodone, ibuprofen and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), allergy to metals ("nickel allergy") and ovarian cyst ("follicle in left ovary"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain lower had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device allergy, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was inserted into each tubal ostia and deployed without difficulty. There were 3 coils noted on the right and 4 on the left. The instruments were removed and hemostasis assured. Discrepancy in essure removal date. Previously reported as (B)(6) 2016. Patient reported she is looking for a doctor to remove the coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains"), device breakage ("device breakage") and genital haemorrhage ("heavier than natural bleeding") in a 27-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included numbness of upper extremities, cervical vertebra injury, spinal column stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of feet, radicular syndrome, c-section and sexually transmitted disease (currently sexually active, with men, total number of male sex partners in life: 5-10.). Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 17 days before insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device allergy, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was inserted into each tubal ostia and deployed without difficulty. There were 3 coils noted on the right and 4 on the left. The instruments were removed and hemostasis assured. Discrepancy in essure removal date. Previously reported as (B)(6) 2016. Concerning the injuries reported in this case, the following ones were described: bilateral hand numbness, multiple disc injury, spinal stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of foot, lumbar radicular syndrome, c-section, sexually transmitted disease & confirmed: pelvic pain, abdominal pain, irregular periods in patient¿s medical records. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication and removal date was added. Events: vaginal haemorrhage, menorrhagia, device breakage, allergy to metal, abdominal pain lower, device monitoring procedure not performed were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains"), device breakage ("device breakage") and genital haemorrhage ("heavier than natural bleeding") in a 27-year-old female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included numbness of upper extremities, cervical vertebra injury, spinal column stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of feet, radicular syndrome, c-section and sexually transmitted disease (currently sexually active, with men, total number of male sex partners in life: 5-10.). Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device allergy, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was inserted into each tubal ostia and deployed without difficulty. There were 3 coils noted on the right and 4 on the left. The instruments were removed and hemostasis assured. Discrepancy in essure removal date. Previously reported as (B)(6) 2016. Concerning the injuries reported in this case, the following ones were described: bilateral hand numbness, multiple disc injury, spinal stenosis, cervicitis, asthma, depression, anxiety, headache, temporomandibular joint syndrome, neck pain, foot pain, arthralgia, fever, swelling of foot, lumbar radicular syndrome, c-section, sexually transmitted disease & confirmed: pelvic pain, abdominal pain, irregular periods in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.